Manufacturer narrative:
Approximate age of device ¿ 1 year, 5 months. A direct correlation between the device and the reported event could not be conclusively determined. The pump was not explanted, thus was not available for evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an ischemic stroke and a CT scan revealed that the event was very large and not recoverable. No treatment was administered and support was subsequently withdrawn. It was reported that the patient had a history of pulmonary edema and right sided dysfunction throughout lvad support. The vad coordinator reported that it was believed that this was a preexisting condition and not exacerbated by lvad therapy. The patient's inr was 2.5 at the time of the stroke event and pump parameters were within normal limits. No additional information was provided.